Manufacturer narrative:
Product analysis: analysis could not confirm the customer's comment that there was an issue with external pulse generator (epg) sensing function as sense amplification, output, rate, rapid atrial pacing, atrial / ventricular interval and emergency tests were performed on each channel at multiple settings with no anomalies observed. However it was noted that the upper case and hanger assembly of the epg were broken. All found defective parts were replaced and all other identified issues were resolved. The epg passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the external pulse generator (epg) paced on the t-wave as r on t phenomenon occurred. The patient experienced ventricular fibrillation (v-fib) and went into cardiac arrest. The patient was resuscitated successfully. No further patient complications have been reported as a result of this event.